Event description:
It was reported that the patient's care taker did not clean the area before starting peritoneal dialysis(pd)therapy and the home patient acquired peritonitis. The patient did not require hospitalization. The patient was treated with intraperitoneally (ip) injections of "netmycin" 50mg (alternative bag) and targocid 400mg (alternative bag 0029). No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error - breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.